Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer performed first self test and got a hardware low level failure. The customer having highs and lows. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.